Manufacturer narrative:
A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings from her dario meter that were between 20 mg/dl and 40 mg/dl higher than the bg readings that she received from her non-dario meter that her doctor prescribed. The user also stated that she experienced this issue across multiple strip cartridges. In addition, the user reported that she received a high bg reading from her dario meter during a hypoglcemic episode.